Event description:
Customer reported the buttons on the insulin pump are stuck. She has changed the battery on the device and it's still unresponsive. Customer's blood glucose level was 160 mg/dl. Customer noticed the time was scrolling when was trying to set up a basal rate. Customer does not recall any significant events or if the device was exposed to moisture that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device was received with scratched lcd window. The device was received with cracked battery tube threads and reservoir tube lip.